Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be slightly charred on both the hot and cold jaw. The silicon insulation was observed to be intact. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The device was also tested with two (2) electrical cords that were returned with the device, with the same results. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. An engineering evaluation was conducted as well. The engineer opened the harvesting tool handle and observed no visual defects. He manipulated the toggle to turn the device on. When the toggle switch was released, the device powered off accordingly. This was done a numerous times, each with the same result. Manipulation of the cord when the device was turned on showed no signs of defect. Based on the returned condition of the device, the evaluation results and the engineers evaluation, the reported failure "device remains activated" was not confirmed, but was confirmed for the analyzed failures " "material twisted/bent" and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not turn off when the toggle switch was released. Hospital noticed that the beeping sound continued when they released the hemopro switch. Hospital removed the tool from the harvesting cannula. Before they could disconnect the connecting cord a piece of tissue, that was in the hemopro jaws, ignited. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro did not turn off when the toggle switch was released. Hospital noticed that the beeping sound continued when they released the hemopro switch. Hospital removed the tool from the harvesting cannula. Before they could disconnect the connecting cord a piece of tissue, that was in the hemopro jaws, ignited. A replacement device was used to complete the procedure. The hospital did not report any patient effects.